Manufacturer narrative:
The axium coil was returned within an opened axium inner pouch; within a dispenser coil and within an introducer sheath. There was no microcatheter or instant detacher returned with the axium device. The axium coil was decontaminated. The axium pusher was found broken at the break indicator with the release wire extending out of the proximal end of the distal segment. The actuator interface, positive load indicator and portion of the coupler tube were not returned for analysis. A break at this location is indicative that a manual detachment was attempted. As the actuator interface and coupler tube were not returned, any mechanical detachment attempts using an instant detacher cannot be confirmed. A bend was found on the pusher within the introducer sheath. The axium implant coil was found still attached to the pusher but damaged within the introducer sheath. The introducer sheath was found correctly assembled on the pusher with the wavelock positioned on the proximal end. No damages or irregularities were found with the introducer sheath. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. A manual detachment attempt was performed by pulling on the exposed release wire and the implant coil was successfully detached with no issue and no resistance encountered. Under microscope, the jacket was removed to gain access to the lumen stop. The lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring was found to be slightly ovalized. The retainer ring inner diameter (ID) was measured and found to still be within specification. No other anomalies were observed. Based on the analysis performed, the axium coil was confirmed to have non-detachment as the pusher was returned with the implant coil still attached, however, the cause cannot be determined. In addition, the failure could not be replicated as the implant coil was successfully manually detached with no issues. Based on the returned device, the pusher was found bent and the implant coil was found damaged, indicative of either high tortuosity, resistance when advancing the device, or damage during return shipping to medtronic for analysis. The retainer ring was found slightly ovalized. Potential causes for this failure are: attempts to advance/retract device against resistance, damaged during repositioning or pusher rotation. There was no malfunction of the device or non-conformance to specification identified that led to the non-detachment. Since the instant detacher, actuator interface and coupler tube were not returned, any contribution of the instant detacher, actuator interface and coupler tube to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00883 2029214-2019-00884. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that these both coils would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The patient was undergoing coiling treatment for a giant unruptured pear shaped aneurysm located in right anterior communicating artery aneurysm. The vessel was observed severely tortuous. It was reported that the physician tried to detach both coils three times with first instant detacher, two times with second instant detacher and two times with using manual detachment but these coils did not detach. Aneurysm not completely coiled as coils had to be removed. There were not any patient symptoms or complications associated with this event. No patient injury was reported.